Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the prograsp forceps instrument was inspected prior to use with no issue. There was no external collision and no shakiness/friction. The prograsp forceps instrument issue was characterized as poor tip alignment. The customer could not push the release button to remove the instrument from the universal surgical manipulator (usm) arm. Eventually, the customer pulled out the instrument forcefully. There was no patient injury as result of the issue. Port incision was not increased to remove the instrument. There was no fragment falling into the patient¿s anatomy. Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument inputs failed to engage with the sterile adapter in multiple attempts. However, there was no report of an engagement failure reported in the remote fe log. Common causes of engagement failures are attributed to an over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disks. Additional investigation found that the input disk #6 to be broken into pieces inside the instrument housing. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. In addition, failure analysis found dried residue on the clamping pulleys.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the prograsp forceps had poor movement. The forceps was attempted to move by pushing the release button, but the release button did not work. It was removed forcefully. Backup instrument of same kind was used to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting poor movement of the prograsp forceps (pf) instrument, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis is not yet completed. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the prograsp forceps instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.